Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance and high thresholds. Possible fracture is suspected. Reprogramming was performed. The ra lead remains in use. No patient complications have been reported as a result of this event.